Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore, the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Per st. Jude, subject underwent an elective upgrade to a bi-v ICD. During procedure, it was noted that the svc/axillary vein was occluded and lead extraction was attempted. A laser sheath was advanced to innonimate/svc junction. Lead was successfully extracted. After laser sheath removal, the patient's blood pressure dropped; hemothorax was noted on fluoro. CT surgeon was paged. Emergent thoracotomy was required, and the subject was placed on bypass, which was complicated by severe coagulopathy. Despite all efforts, subject was pronounced dead during procedure.